Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the device was explanted due to "post surgical infection". The pt will not be reimplanted.